Event description:
It was reported that, "doctor felt the femoral cutting block internally rotating the femur rather than lateral rotation. Also, the block was a size 6. A size 6 was too big. The doctor used a size 5, which he felt was a better size for her."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.